Event description:
Shiley received a copy of medical records which indicated that the pt presented to the emergency dept with symptoms of chest pain for one hour. The pt suffered a cardiac arrest, was placed on a respirator, and an intra-aortic balloon pump was inserted. According to the medical records, "it was felt that the pt was a poor surgical risk" and she was transferred to the intensive care unit, where she subsequently expired.